Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that automatic mode switch due oversensing was observed on the atrial lead. During a revision procedure, insulation damage was visually observed on the lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead found external abrasion breaching the outer insulation exposing the outer coil conductor caused by friction with another device or feature of the heart. The cause of the reported events was isolated to external abrasion breaching the outer insulation exposing the outer coil conductor caused by friction with another device or feature of the heart. All other damage noted is consistent with procedural damage. The reported event of oversensing and insulation damage was confirmed.